Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported that during routine testing at the user facility, the device did not have an audible alarm. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.